Event description:
Reported via journal article: it was reported that balloon rupture occurred. In a study comparing rates of patency achieved by cutting and conventional balloon angioplasty to treat hemodialysis access stenoses, a balloon rupture during inflation occurred in the conventional balloon angioplasty group.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Literature citation: "prospective, randomized study of cutting balloon angioplasty versus conventional balloon angioplasty for the treatment of hemodialysis access stenoses; journal of vascular surgery; 2014" (B)(4).